Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat a moderately calcified and tortuous mid lad exhibiting 80% stenosis. No damage to device packaging and no issues removing the device from the hoop / tray. There were no difficulties encountered when removing the protective sheath or stylette. The device was inspected and negative prep performed with no issues noted. A 50/50 concentration of contrast/saline was used by the physician. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. No issues were noted during inflation of the device. It was reported that balloon deflation difficulties were encountered after the first inflation of the device, and the device would not deflate at the lesion site. The device was not moved or repositioned prior to the to the deflation difficulties. The physician removed everything together because the device could not deflate. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction, correct aware date of event is (B)(6) 2017. This date was confirmed on (B)(6) 2017. Evaluation summary: the device was returned loaded in the procedural guide catheter; it was not possible to remove the device from the catheter. The balloon was deflated when returned. The balloon bond was stretched and partially bunched. The balloon inflated slowly on pressurization of the device to 14 atms. Negative pressure was applied to the device; however, the balloon did not deflate. The distal tip was partially flattened. If information is provided in the future, a supplemental report will be issued.